Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that, during an in-clinic follow-up, episodes of decreased pacing impedance and noise resulting in oversensing were observed on the right ventricular (rv) lead. The noise was reproducible with arm movements. The suspected cause of the event was rv lead fracture, which was unable to be confirmed when diagnostic imaging was performed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.